Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was not working. The customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. The customer addressed bg by administrating a manual correction injection. Customer pressed the wake button multiple times and the wake button performed as intended.